Event description:
The device was connected to a patient using disposable defibrillation electrodes. The patient was diagnosed in cardiac arrest. One defibrillator shock was administered. When an attempt was made to administer a second defibrillator shock to the patient, the device allegedly failed to discharge. The operator subsequently used the standard external paddles connected to the device to administer additional shocks to the patient. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the immediate use of the attached defibrillator paddles.